Event description:
This is filed to report a single leaflet device attachment (slda) and intervention. It was reported that a patient presented with grade 4+ degenerative mitral regurgitation (mr), a dilated left atrium, a prolapsed posterior leaflet, and posterior leaflet flail. During a mitraclip procedure, an xtw was deployed and the device functioned as intended. It was noted that imaging was challenging due to shadowing. Leaflet insertion assessment was performed in 3d, and perpendicularity was slightly off alignment, but satisfactory. During preparation of a second clip, the mr increased and a single leaflet device attachment was noted on the first clip. The anterior leaflet was detached. The additional clip was used to further reduce the mr and stabilize the slda. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, based on the similar complaint review, there is no indication of a lot-specific product quality issue. Based on the available information and without the return device to analyze, the cause of the reported image resolution poor is due to procedural conditions (shadowing). The cause of the reported instructions for use (IFU) was due to user error. The cause of the reported incomplete coaptation cannot be determined. A letter will not be sent to the account to address the deviation, as it cannot be determined if the IFU deviation contributed to the reported incomplete coaptation. The reported medical intervention was the result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design, or labeling.

Event description:
This will be filed to report an embolized clip, heart failure, intervention, and surgical intervention subsequent to the initial report. It was reported that on (B)(6) 2023, the patient returned to the hospital due to shortness of breath. Echocardiography showed mr had increased to a grade of 4. On (B)(6) 2023, the patient presented with recurrent mr and symptoms of heart failure. A second mitraclip procedure was performed to treat the recurrent mr. However, it was observed the slda clip had now completely detached and embolized in the non coronary cusp of the aortic root. The detached clip caused damage to the posterior leaflet. The physician decided to discontinue the procedure without implanting an additional mitraclip. The other two clips that were implanted on (B)(6) were noted to be stable on the leaflets. On (B)(6) 2023, a mitral valve replacement surgery was performed. All clips were resected. The patient is recovering slowly, due to age and comorbidities. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, based on the similar complaint review, there is no indication of a lot-specific product quality issue. Based on the available information and without the return device to analyze, the cause of the reported image resolution poor is due to procedural conditions (shadowing). The cause of the reported instructions for use (IFU) was due to user error. The cause of the reported incomplete coaptation cannot be determined. A letter will not be sent to the account to address the deviation, as it cannot be determined if the IFU deviation contributed to the reported incomplete coaptation. The cause of the reported dyspnea, mr and heart failure (hf) appear to be cascading effects of the reported incomplete coaptation. The cause of the reported expulsion (ccd/ complete clip detachment) appears to be due to weak patient anatomy. The reported embolism, tissue injury and foreign body in patient are cascading effects of the reported clip expulsion. The reported patient effect of dyspnea, mr, hf, embolism and tissue injury are listed in the instructions for use (IFU) and are known possible complication associated with mitraclip procedures. The reported hospitalization, medical interventions & surgical intervention were the result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design, or labeling. Device code 4582 removed.